Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a social media site, that a physician posted comments regarding perforations with this lead family. Boston scientific has exhausted efforts to attain additional information.